Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software or temporary communication related issue. The device was recalibrated to resolve the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.